Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - the device flashes red and the check probe error flashes red due to faulty receptacle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the device flashes red and the check probe error flashes red during preparation for use involving an olympus lithotripsy system. The customer suspected that the cause of the flashes red and the check probe error flashes was due to a faulty receptacle. There was no patient harm reported.